Event description:
It was reported that the customer had a new insulin pump and needed assistance. The customer stated that they had memory loss. The insulin pump screen was on the rewind complete step. The customer's blood glucose was 540 mg/dl and they did not have a back up plan. They were connected to the insulin pump and the reservoir was in the device when they completed the rewind process, prior to the phone call. The customer was advised to disconnect at the quick release point and assistance was provided to perform troubleshooting. The incorrect blood glucose meter ID was programmed in the insulin pump. The meter read that the customer's blood glucose was 586 mg/dl, which did not transfer to the insulin since the meter was turned off. Assistance was provided. Customer rechecked their blood glucose and it was at 595 mg/dl, which communicated to the insulin pump. The customer had accidentally suspended the bolus deliver. Assistance was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.